Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas and alleged that there was a radio communication failure during bolus, and that the patient had a blood glucose of 570 mg/dl. The blood glucose excursion is being reported as customer support attributed it to an unspecified user error. The communication issue is not reportable because the pump alerts the user and the user can still manipulate the pump and continue with delivery of insulin without interruption.